Manufacturer narrative:
(B)(4). Method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.

Event description:
The pt was scanned with the synergy spine coil on an intera 1.5t system. The next day this pt found a large second degree burn on the lower back on the right side. The investigation is still ongoing on this event and a final report will follow.